Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery because the previous implant was damaged by catheter during an orthopedic surgery. There was no issue with the original aus. The aus was removed and replaced with a new one. No patient complications were reported.